Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of product: 9560100, lot no:1810015r. The requested phenomenon was confirmed, and it was confirmed that there was a dent in the outer tube, and that the inner lens was broken. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a med procedure. It was reported that the lens tip was cloudy causing poor visibility. There was no patient symptom reported. The surgery itself was completed successfully, and it was informed that the patient's postoperative condition was good. The scope became cloudy before use, so it was replaced. The patient was on the operating table. There were no further complications reported regarding the event.